Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a  hypoglycemia , over delivery alert and had glucose/carb intake  as treatment. Customer blood glucose level was 56mg/dl.  Customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed for low blood glucose readings and it was unknown about used of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of low blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit was received with battery cap and found missing battery cap contact. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0874 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (33.4) units of normal bolus was delivered on (03/22/2023) between (15:20) and (18:15). Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, missing display window cover, stained serial label, battery cap contact missing. The p-cap/reservoir does lock properly. Unit pass the force sensor zero offset test with 23.4 mv. No over delivery anomalies noted during testing. Unable to confirm low bg during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.